Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover has a burn and image snowflake. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined but it is assume that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling whereas for the additional finding found during investigation of plastic distal end cover burned, it is presumed that the event occurred due to a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip and for the image snowflake, it is presumed that the reported event occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had an e218 scope error. The issue occurred during a demonstration of a diagnostic procedure before sedation which was completed with a back-up device. There were no reports of patient harm.